Manufacturer narrative:
The lot complaint history was reviewed; this is the fourth complaint for the finish goods lot and fourth for this issue for this lot. The device history record shows the product was released per specifications. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. An image was provided of the blue basin bowel with tape at the bottom, however, the manufacturer was unable to discern between the multiple air pockets along the tape surface and the piece of lint. The root cause of the customer's complaint could not be verified with the available information. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical product advisor reported that a piece of lint, or foreign matter, was observed sticking out the wound of a cataract patient postoperatively. The patients current condition is unknown.